Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
Edwards received notification that a valve implanted in the aortic position needed replacement due to calcific degeneration leading to stenosis after an implant duration of approximately 10 years and 10 months. A valve-in-valve (viv) procedure was successfully performed using a 23mm transcatheter valve. The patient was stable at the end of the procedure.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not reviewed as the device serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a pericardial valve implanted in the aortic position, has been placed under consideration for a valve-in-valve procedure using a transcatheter valve due to degeneration after an unknown implant duration. No other details were provided.